Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime/ test and displacement tests. Device was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm error alarm due to erased history file. Device was received with minor scratched display window,cracked battery tube threads,cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a loose/protruded drive support cap. The blood glucose at the time of the incident was 143 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.